Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappeared.